Event description:
The user reported that during the diagnostic portion of a percutaneous coronary intervention procedure the guide wire kinked 3cm below the distal tip. The core wire was exposed. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A review of the device history record did reveal one exception document which was unrelated to the reported failure. A follow-up report will be submitted when the evaluation has been completed. Evaluation method: process evaluation.